Manufacturer narrative:
Per the instructions for use (IFU), thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. According to the (B)(6) clinic, some causes for thromboembolism not associated with invasive procedures include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. There are multiple etiologies for bowel ischemia / infarction including embolization occurring after device manipulation, bav or valve deployment and these events can result in varying degrees of permanent impairment. Additionally, prolonged hypotension can contribute to decreased bowel perfusion and ischemia potentially leading to tissue necrosis. In this case, the cause of the ischemic bowel could not be determined; however, it could have been related to the procedure. No allegation has been made relating the patient¿s death to the sapien xt valves or other edwards¿s device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a thv procedure, two xt valves were implanted with the ascendra+ delivery system (a 23mm sapien xt valve in the native aortic valve and a 26mm sapien xt valve in the native mitral valve). The patient passed away 3 days later due to multisystem organ failure, ischemic bowel, and sepsis. At the time of the patient's demise the xt valve function was good; there was no leak or significant regurgitation and the patient had a normal ejection fraction. This was an extremely high risk patient with severe mitral stenosis and severe aortic stenosis. The patient had hypotension and bleeding during the tavr procedure. Despite multiple investigational attempts, additional information has not been obtained.